Manufacturer narrative:
Final analysis found burn marks on the circuit board and circuit chip which resulted in power up anomaly.

Event description:
It was reported that the merlin.net transmitter would not power up. The device was connected to working power outlet and still did not power up. The device was returned and replaced.